Event description:
Customer stated the usb cable melted while he was charging his contour next usb meter. Nothing else was damaged. Customer was asked to return the system for investigation. New meter kit was sent to the customer.